Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unrequested bolus was delivered. On an unspecified date and time, the device was programmed to deliver an unspecified medication and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported checking the device history and noted "when we want to have one bolus, the pump delivery four bolus". No specific event details were provided. There were no reports of any adverse pt events. Though requested, no add'l info was provided.